Event description:
The hcp reported a soletra pt, implanted in the subthalamic nucleus, showed a minor "jerking'' motion on one side of the body with the neurostimulator on. The pt had been receiving good therapy until the pt fell, hitting her head and causing a subdural hematoma. The fall happened the previous week and the hcp expected the pt to be doing better. The hcp measured electrode impedances and some of the electrode combinations showed an impedance of >2000 ohms and a current of <7ua, with electrode case + and 1 (-). A MFR representative (rep) suggested the lead may have displaced and excited another part of the brain which caused the jerking. The rep recommended programming electrode 1 (+) and 0 (-) to recapture the stimulation the pt had prior to the fall. If this was not successful, lead replacement was to be considered. The outcome and interventions performed were not reported back to the MFR. This report is being submitted following an internal audit.

Manufacturer narrative:
As a result of an internal audit, this report is being submitted.